Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
It was reported that the automatic safety switch was triggered to unipolar due to out-of-range low pace impedance measurements exhibited with his right ventricular (rv) lead. The patient was not pacemaker dependent. The physician opted to program the device back to bipolar pace/sense and to continue to monitor the patient. Provocation maneuvers were done in clinic and no noise was seen. No adverse patient effects were reported. The lead remains implanted.